Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
--

Manufacturer narrative:
A procedure took place and this lead was explanted. The lead will not be returned.

Event description:
Boston scientific received information that this left ventricular lead had dislodged. Loss of capture and increase in thresholds were noted. A left ventricular lead repositioning procedure has been scheduled. No adverse patient effects were reported.